Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's pump was over delivering bolus insulin, as an hour or so after bolusing, the customer's blood glucose goes low. The customer¿s blood glucose level was 57 mg/dl at the time of the incident. The customer was given juice to treat the low. It was reported that the health care professional asked for the basal rates to be changed, but the issue was still recurring. Troubleshooting was not completed. The customer's blood glucose was 69 mg/dl at the time of call. The insulin pump will not be returned for analysis.